Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy and pelvic floor repair procedure in 2009. The following month, the patient began feeling the mesh which is very tight, very sore, and very uncomfortable. The patient now has stress incontinence which she did not have pre-operatively.

Manufacturer narrative:
Date sent to the FDA: 09/29/2009. Stress incontinence occurred. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.